Manufacturer narrative:
This report is submitted on may 3, 2023.

Event description:
Per the clinic, the patient experienced ear discharges, swelling, granuloma behind the ear and an infection (site of infection not confirmed). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2023 and wound debridement was performed during the same procedure. There are plans to reimplant the contralateral ear with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the infection was located at the temporal bone. This report is submitted on june 12, 2023.